Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00058 on 17-feb-2025. Additional information (21-mar-2025): with the service performed, it was identified that the dispense port 2 (dp2) in the instrument could have potentially caused the elevated results. This issue was resolved by standard service actions. The investigation conclusion code in the h6 section was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that erroneous cancer antigen (br 27.29) results were obtained on multiple patient samples on an advia centaur xp immunoassay system. The quality control (qc) was in range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse performed a total service visit (tsv) and found that dilution probe 2 (dp2) failed to dispense water. The cse replaced the dp2 valves, retested the dp2 dispense, which was acceptable, and re-primed the system wash block. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous cancer antigen (br 27.29) results were obtained on multiple patient samples on an advia centaur xp immunoassay system. For the sample identified as (B)(6), the initial result was reported to the physician(s). The samples were repeated on an original instrument. The repeat results were considered correct and reported to the physician(s). There is no known reports of patient intervention or adverse health consequences due to the erroneous br 27.29 results.